Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
It was reported by germany that during service and evaluation, it was determined that the quick coupling device damaged/broke the k-wire and would not hold k-wire. It was further determined that the device failed pretest for check self-holding force in smallest range. It was noted in the service order that the device did not work properly along with another quick coupling for k-wire device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2024-15941. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the reference samples for the lot 6005150 have already been previously tested in the pr 1867828 on 23/may/2024. Test results: the reference samples were visually inspected. All test results were within specifications as per the test report database pr (B)(4) ypsomed test report. Device history record (DHR) review: the lot 6005150 was manufactured according to the work instruction (wi) version 66 manufactured in the line 6, on 21/ene/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. DHR 6005150. Trending: a query was run in datbase on 03/mar/2025 against malfunction code adhesive patch lifts or detaches during use and lot 6005150 and no other complaint has been registered in database for the same lot 6005150 and malfunction code. Conclusion summary of the related event: as a result of the following: harm no reportable, no defect on tests for returned/retention samples, no non-conformance (nc) raised during production, only one complaint received on the lot in question and malfunction code, no further actions are required. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.